Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that his onetouch verio iq meter was not holding charge. The complaint was classified based on information obtained by the customer service representative (csr). The patient reported that the alleged meter issue began at 14.00 hrs on (B)(6) 2018. He reported that he manages his diabetes with a combination of medication, including novomix and metformin, and in response to not being able to use the meter, he ate consumed more food/drink. The patient reported that he had tried to carry out a blood glucose test, due to feeling ¿a little funny¿, with symptoms of ¿shaky¿ that he associated with having a low blood sugar level. The patient reported in response to the symptoms he called an ambulance. On arrival at 14.30 hrs, the ambulance crew carried out a blood glucose result on their meter and obtained a result of ¿2.2 mmol/l¿. The patient alleges that they treated him with a glucagon injection and remained with him until his sugar levels were in the ¿6¿s¿. During troubleshooting, the csr noted it was not the first time the meter was being used, it was a recurring issue and there was no evidence of misuse of the product. Csr noted that from the information obtained there was no evidence the battery required changing. The patient confirmed that she had charged the meter until the charge complete message had appeared. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms and received medical treatment for a serious injury adverse event while using the product, and the alleged meter issue could not be ruled out as a cause or contributor to the event.